Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was deleting the basal program between 00:00 and 03:00, leading to elevated blood glucose (bg). On an unspecified date, the patient reportedly experienced bg of 18.4mmol/l with no reported signs or symptoms of hyperglycemia. The patient reportedly contacted her diabetes nurse to resolve the bgs. The reporter noted that the basal program should have been 1.350u nits per hour, not 0.000 units per hour. This complaint is being reported based on the allegation that the patient experience hyperglycemia associated with an alleged basal settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: a review of the basal history indicated the basal program was programmed to run 0.0 units per hour from midnight to 3am on (B)(6) 2015 to end of use on (B)(6) 2015. A review of the black box history showed no indication of insulin delivery interruptions. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap was used for investigation. During evaluation, the pump was on a 24 hour duration program for 5 days at 1.0 unit per hour. The pump history revealed the correct amount of units delivered (24 units). There were no changes to the basal program observed. There were no delivery defects or malfunctions detected during the delivery accuracy testing. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).